Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00089. It was reported the patient experienced lead migration (confirmed via x-rays). Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00089. Additional information received identified the patient underwent surgical intervention wherein both leads were explanted and replaced. Reportedly, therapy was restored post operatively.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2019-00089. Additional information received, identified the patient experienced ineffective stimulation.